Event description:
Patients generator was explanted. The explanted generator has not been received by the manufacturer to date.

Event description:
Clinic notes were received noting that the patient presented on (B)(6) 2020 with an increase in seizures. The patient use to have seizures every 2 weeks but now is at least once a week, but sometimes 2-3 times a week and mostly during sleep. On (B)(6) 2020, the patient presented to the clinic and indicated that their seizure rate decreased to 1-2 times a month that last less than 1 minute in length. No known surgical intervention has occurred to date. No other relevant information has been received to date.